Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing and feeling full during fill 1 of 6. The patient was connected to the homechoice device at the time of the events. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was reported as "feeling better but still felt full". No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.